Event description:
27g x 1 1/4" needle broke off into pt's back when doctor was injecting local anesthesia. Needle was removed by another doctor. Incision of 1.5" was made using fluoroscopy to locate needle.